Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet sleep/wake button became unresponsive, preventing normal wake functionality and leading the user to disconnect from the device and revert to backup therapy with subcutaneous insulin. Symptoms included hyperglycemia with a reported blood glucose of 308 mg/dl for approximately 45 to 60 minutes, without loss of consciousness, diabetic ketoacidosis, or other acute symptoms, and with negative ketones. Outcomes included user discontinuation of ilet use during work hours, reliance on manual injection for correction, and shipment of a replacement device with instructions provided for shutdown and data handling. Investigation included collection of event details, device history review related to the reported hardware issue, and arrangement for device return and replacement and further inspection of the returned device. Investigation of this device revealed a nonresponsive sleep/wake button consistent with a device mechanical or interface defect affecting the user interface hardware. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the sleep/wake button assembly.